Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device had declared end of life (eol) due to an extended charge time of 30 seconds. The patient stated he is very upset as he never heard any tones being emitted from the device. It was noted that the patient had missed a follow up visit, but is followed via latitude. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device is currently being evaluated in (B)(4) laboratory. This product issue will be updated when device evaluation is complete.